Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-q150x series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150x series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited plastic distal end cover and nozzle had a stain/foreign object. There was no patient involvement.